Manufacturer narrative:
Occupation: other (na). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported, during gastroplasty, the device did not fire. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.